Manufacturer narrative:
The customer reported their AED will not power on and is displaying a service code warning of battery voltage (mv). The maintenance schedule is reported as monthly. Analysis of the log history files shows that the device entered service in october 2021; no pads were connected when the AED entered service. The 'no pads' warning was displayed and continued. Beginning may 09, 2022, service code warning for 'error code (error_none = 1)' was displayed, which indicated battery depleting due to the customer's failure to address red asi. On (B)(6) 2022 the battery pack was depleted. On (B)(6), 2024 a new battery pack was installed and the pads were connected. The battery was removed after this. On (B)(6) 2024, another battery pack was inserted into the AED, the service code warning was cleared with the self-test. The customer's failure to promptly address red asi warnings reduced battery life expectancy. Customer service reviewed proper AED maintenance with the customer. The AED is ok to remain in service. The customer should continue to monitor AED status. The IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported their AED will not power on and is displaying a service code warning of battery voltage (mv). The reported event did not occur during patient use.